Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported slow button reaction. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The numbers were not ramping on their own, and the scroll bar wasn't moving with no input. It was suggested that the up or down buttons might be stuck, but no stuck button alarm was triggered. The customer confirmed that there was a response from a button, but the slow reaction was noticed with the middle and back buttons. The customer was able to access the menu screen and navigate using the up and down arrows. They also confirmed that the bolus menu was available, and they did not see a 0.0 reading when attempting to program a basal. There were no issues with the easy bolus attempt either. No harm requiring medical intervention was reported. No product return is required for mmt-1885.